Event description:
During a regular pacemaker check, it was noticed that the ventricular lead impedance was unstable, alternating between approx 500 ohms and 1200 ohms. The ventricular pacing threshold also decreased from 1.75v/0.6ms. An analysis is requested and another f/u has been scheduled in (B)(6) 2013.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.